Manufacturer narrative:
Customer noted that the sample in question was thick/mucoidal, which may impact results. Hologic provided customer with additional guidance regarding sample collection and handling. Customer reported there was no patient sample remaining, and they did not want to send the tliiq® analyzer or related materials back to hologic for investigation. Hologic has not been informed of any adverse patient outcomes related to this event.

Event description:
On (B)(6) 2026, customer reported receiving discrepant fetal fibronectin (ffn) patient results while using the rapid ffn® cassettes (lot b5913) on their tliiq® analyzer (sn (B)(6). The initial sample result was positive, and the same sample was run again twice within two hours of the initial test. Both retest results were negative, using the same cassette lot (b5913). Customer confirmed that the daily qc (qcette sn (B)(6) and liquid controls (positive control lot 921415; negative control lot 921416) passed without issues. Customer did not provide information regarding the patient, reason for sample retest, or results reporting. Hologic has not been informed of any adverse patient outcomes related to this event.